Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported he was last set 3.60 and wanted an increase. The patient also described seeing the ins off button. They continued to describe an unknown screen. He stated he was able to decrease but could not increase. It was reviewed with the patient the programmer buttons and the was able to increase to 3.65. The patient did not think he pressed the ins button. He further stated that symptoms were probably better than without the implant but was still having issues. The patient was out of town and would see their doctor when they returned. He was going to see if increasing stimulation to 3.65 helps. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient indicated that the patient thinks the implant has stopped working. This has been the worst year out of all the years he has had the implant. The patient was having to get up every hour last week. Patient was not feeling the stimulation at all. Patient stated for several months after peeing felt pain in the left side of scrotum and penis. Patient stated if the left leg is up it is ok but if he puts the leg down he was to give it a few minutes before the pain goes away. The patient was able to sync and found stimulation was on. During call patient changed from program 3 to program 4. Patient was on 3.60 and stated he will slowly increase stimulation. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient called back let patient services know that he has been trying to get help with his stimulator in their state but the doctor made it sound like he was not able to reach a rep to help. Patient will be leaving one state and going to another state on dec 19th. Patient hopes he can have the ins replaced due to eos seen on the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). They noted in their response back to medtronic that it was battery replacement only and there were no problems. Status of affected device was not provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient was continued to have symptoms, could still see the lightening bolt and could increase the settings but last night patient woke up at 3:30am and had to go every hour. Settings are on program 4 @ 5.60v. Additional information reported on (B)(6) 2018 indicated that patient saw end of service (eos) on programmer on the day of the call. The patient stated he will be going back to their state around (B)(6) and will see his doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported that they had ins replacement. Patient states last year before replacement they were taking medication. No further complications were reported or anticipated.